Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mr was cascading event of reported slda. The reported unexpected medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mr and single leaflet device attachment. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to grade <1. On (B)(6) 2021, recurrent mr of grade 4+ was noted. A single leaflet device attachment (slda) was seen, with the previously implanted clip detached from the anterior leaflet. The clip remained attached to the posterior leaflet. The patient underwent a second mitraclip procedure. One additional clip was implanted to stabilize the detached clip and the mr was reduced to grade 2. No additional information was provided.